Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for chronic infection. The patient's infection was staph aureus that appears to be susceptible to cefazolin on microbiology reports. The infection has not cleared. A computed tomography chest scan showed a possible abscess in the left chest despite being on rifampin IV.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Evaluation of the patient¿s log files confirmed a pump stop, which appeared consistent with an electrostatic discharge (esd) event. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was admitted to the hospital for chronic infection. The patient¿s infection was reported to be staphylococcus aureus that appeared to be susceptible to specific antibiotics on microbiology reports. The infection has not resolved. A computed tomography (CT) scam of the chest was conducted and revealed a possible abscess in the left chest despite being on IV antibiotics. The controller event log file captured a low pump current fault followed by a pump stop from (B)(6) 2021 18:21:25 through 18:21:28. The device returned to normal function on (B)(6) 2021 18:21:29 and no additional alarms were captured. This pump stop appeared to be consistent with and electrostatic discharge (esd) event. The pump appeared to operate as intended. The controller event and lvad event and periodic log files captured the device functioning as intended. Additional information from the vad coordinator revealed that the patient has had multiple admissions to the hospital for driveline infections where they underwent debridement of the infection, the most recent being on (B)(6) 2021. The patient has been on long courses of IV antibiotics. The patient underwent removal of their automatic implantable cardioverter defibrillator (aicd) because on imaging it appeared that there was a pump pocket infection around the lvad and aicd. A computed tomography scan of the chest revealed a possible abscess in the left chest despite being on antibiotics. The type of infection was reported to be staphylococcus aureus which appeared to be susceptible to specific antibiotics. The patient has switched through antibiotics due to inability to clear infection. The patient continues admission in the hospital to receive IV antibiotics. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that changes in patient conditions can result in low flow. Both documents describe all alarm conditions as well as the appropriate actions associated with them. Lastly, both documents also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.